Manufacturer narrative:
Analysis found the rem receptacle was chipped and the rem plug was loose. Analysis also found insulation resistance mains to earth was over and the mains to enclosure, applied parts, accessories were also over and there was an open circuit. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that generator was returned for preventative maintenance.